Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, an fse conducted an onsite follow-up with the customer to address the reported event. Fse performed troubleshooting for the pressure alarms and the low total areas. To evaluate the high pressures, fse replaced the column tubing, tube to line filter, injection valve, the sample loop, and sample needed. During evaluation of the low total areas, fse calibrated the instrument, ran quality control (qc), and precision post maintenance. They also replaced the stator face assembly and injection valve rotor seal to correct high pressures. The instrument was verified to be operational. There was no further action required by fse. The most probable cause of the reported event was air in the system and a clogged sample needle.

Event description:
On (B)(6) 2017, a customer reported low total area and high pressure errors with their g8 analyzer. Technical support advised the customer to replace the sample needle but the high errors persisted. They also replaced the prefilter but the high pressure error continued.the customer then continued to evaluate the filter outlet tubing and found a blockage between the prefilter outlet and column input. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.